Event description:
Per the audiologist, the device was explanted due to "variations of artifacts along the array were unusual". Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.